Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer was advised to replace the keyboard. The customer informed medtronic that replacing the keyboard resolved the issue. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the keyboard unresponsive. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.